Manufacturer narrative:
The device was not returned to olympus for inspection however, the evaluation done by remote technician support. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to fault on the system connector and pin was slightly bent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had error118(scope error). There was no patient involvement.